Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient felt dizzy. The right ventricular lead showed oversensing from noise. Pauses lasting four seconds were also noted. The lead setting was adjusted to resolve the issues. The lead remains in use. No further patient complications have been reported as a result of this event.